Manufacturer narrative:
Additional information was received that there was no leak. Unit continues to ventilate and alarms remain functional.

Event description:
The hospital reported a leak greater than 4.5lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun